Event description:
It was reported that the device over temp alarms as soon as you turn it on. No patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The heater was faulty and would not heat up. After the faulty heater was replaced, the device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.